Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm. The customer's mother reported that the alarm history showed that three motor error alarms had occurred on the day of the call. Caller also reported that a no delivery alarm occurred. Blood glucose level at the time of the incident was 320 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.